Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. Outcomes attributed to ae has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. Box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb)updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-18566. This report was submitted as a duplicate report of the previously submitted report.